Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer would not open. A field service engineer, replaced drawer slides to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer continues to malfunction, displaying the error message "failed to open." The customer stated that the the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.